Event description:
In september 2004, while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen at the center. External equipment was exchanged. However, the problem was not resolved. About two months later, the pt was seen by a co rep. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.